Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no insulin pump error alarms noted during testing. Moisture damage was found on the force sensor during visual inspection. Insulin pump received with cracked belt clip rail case corner and battery tube threads. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that he already rewind the insulin pump 4 times and the error keeps on coming back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.